Event description:
The manufacturer representative (rep) indicated on (b)(5) 2015 that the patient rescheduled and would be seen on (B)(6). If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead. (B)(4).

Event description:
The manufacturer's representative (rep) reported that the consumer reported feeling the stimulation shut off and then back on for a brief moment at random times throughout the day. Adaptive stimulation was being used, but the perception of the stimulation turning on and then off happened both before and after adaptive stimulation was enabled. This happening a few times per hour randomly and it was not related to positional movement. No error codes were seen. During these events, the patient did not confirm the implantable neurostimulator (ins) status with the patient programmer as the change was too brief to be able to be checked with the patient programmer. Upon interrogation of the ins with the clinician programmer, the diary looked normal and did not show the stimulator turning on or off. Electrode impedance results were normal. These results indicated no anomalies found. Symptoms reported included an on-off feeling. Relevant medical history included spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received by the manufacturer representative (rep) indicating that the patient was asked to keep a diary of when the device turns off. When the rep first head of this the episodes were outside the clinicians programmer capacity to retrieve. An appointment had to be set up to see the patient on (B)(6) 2015. The patient was to still continue keeping the diary. The patient listed a few episodes that stated that the device decreased to stimulation voltage of 3.0v. Each was associated with position change from laying to standing or sitting to standing. All on program a which was adaptive stimulation program. It was noted that the patient had talked to the physician regarding hits and they did not feel the patient was accurate in the assessment of the stimulation changes. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the manufacturer representative (rep) indicating that there were intermittent changes in stimulation. The stimulation was reported to be related to positional movement. It was noted that when the patient pressed on the ins they noticed changes in the stimulation sensation. If additional information is received, a follow-up report will be sent.

Event description:
Additional information was received from the manufacturer representative (rep) indicating that the patient was seeing the patient on (B)(6) 2015 for the issue of the implantable neurostimulator (ins) turning off by itself. The patient kept a log of event involving stimulation turning off. The clinician programmer showed a 100% stimulation usage and the days in the diary did not show any stimulation off time. It was not known if the patient actually checked stimulation status when the patient felt stimulation had shut off or if the patient pressed the stimulation on button. The transition zone time was adjusted from lying to upright and reduced to less than 20 seconds. The patient indicated that the voltage was changing from 3v where the patient had set it, the rep thought this was due to the delay in transitioning from lying to upright. This occurred daily. The stimulation would shut off very briefly and the come back on again. The patient recharged every 3-4 days and did use adaptive stimulation (as). The shutting off sensation was not uncomfortable for the patient. There was no evidence of the ins actually shutting off. If additional information is received, a follow-up report will be sent.